Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A customer reported that a glaucoma filtration device was detached from the eds upon opening the package. The procedure was cancelled. Additional information was requested.

Manufacturer narrative:
The shunt was received separately from the delivery system. The delivery system wire was found not depressed, although slightly bent at the trigger area, and protruding from the cannula opening. Therefore, the complaint report is confirmed. The sample was received within an opened original outer package. Specifically the pouch was not found in the returned sample. Furthermore the delivery system was not fixed to its place in the blister. This indicates that the product was taken out of the package. Therefore, is no way to determine when and how the shunt detached from the delivery system (before or after the delivery system was taken out of the package). Therefore, malfunction and root cause cannot be conclusively determined. Since the root cause cannot be determined, no additional action is required. (B)(4).